Event description:
Customer states: "the stapler did not open anymore after stapling and was stuck to the tissue during a laparoscopic sigmoid resection. Lot numbers of used reloads unknown, as well as type of reloads that were used are unknown." Product was not resterilized before use. Patient was not injured or jeopardized. Surgery time was not extended by more than 30 minutes. No blood loss of more than 500cc. No extension of the incision by more than 1 inch. No change from endoscopic to open surgery. No unanticipated tissue loss or irreversible damage. No portion of the device fell into the patient. No reinforcement material was used with the stapler.

Manufacturer narrative:
(B)(4).